Event description:
It was reported that the customer was admitted in the intensive care unit with high blood glucose. The nurse requested someone to come to the hospital to troubleshoot the insulin pump and to determine if the device was functioning properly. Advised the caller to have the customer calling the helpline as soon as possible. Offered any other assistance, but the nurse declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.